Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. There was no adverse impact to customer's blood glucose. Customer was unable to complete entire system check with tandem technical support to determine the cause and did not respond to multiple follow up attempts by tandem technical support.